Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable high total psa elecsys results from cobas e411 disk analyzer serial number 66x1 -05. The result was 0.313 ng/ml and was reported outside of the laboratory. Since the patient's prostate had been removed and the previous psa total test results had remained below 0.006 ng/ml, the physician inquired about the higher result. The repeat results were below 0.006 ng/ml and below 0.006 ng/ml. The repeat results were then reported to the physician.